Manufacturer narrative:
Date of event -date of publication wiley interventional cardiology "comparison between imported versus domestic drug-eluting stents in china: a large single-center data" doi: 10.1111/joic.12402. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
From january to december 2013 patients 9011 were analysed in this study for comparison of imported drug eluting stents(des) versus domestic drug-eluting stents in china. Included in the des that were implanted were endeavor and endeavor resolute drug eluting stents. Clinical outcome of 2-year follow-up reported are: death (all cause), cardiac death, myocardial infarction, target vessel myocardial infarction, revascularization of the target lesion and target vessel, stroke and stent thrombosis.